Event description:
It was reported that the atrial lead exhibited noise which could be induced with arm movement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.